Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A motor stall and no motor stall recovery was reported. The motor stall occurred the day of the report at 9:30am according to the logs. Per the reporter there was also another motor stall and recovery from an MRI on (B)(6) 2013. The patient heard an alarm around 4pm today and came into clinic. The patient was home at the time of the stall. The patient was having spasms the previous night. The patient took a dose of oral baclofen the morning of the report. The pump was emptied and refilled today with still no recovery. The patient was sent to the hospital to monitor and will be scheduled for a pump replacement as soon as possible. It was also recommended minimum rate mode. The pump was used to deliver lioresal. Additional information later reported the patient was scheduled for replacement of the pump (B)(6) 2013 but the surgery was delayed until the evening of (B)(6) 2013. Additional information reported the reason for the stall was not known. The patient had good results from the therapy before the pump stopped. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the pump was refilled on (B)(6) 2013 while the patient remained in their wheelchair due to difficulty with transferring the patient. Following the refill the pump was reprogrammed to reflect a new rate of 1700 mcg/day / 6 % decrease. The motor stall did not recover. The patient experienced increased spasticity. The pump was rechecked by a manufacturer representative on (B)(4) 2013, and they were unable to find the reason for the issue. Because the patient had a high dosage of intrathecal baclofen infusion the physician was considering withdrawal, and decided to admit the patient to a hospital for observation in preparation for a pump replacement. When the patient was later admitted to the hospital, the baclofen infusion rate was changed to 11.8 mcg/day. The patient was also started on oral baclofen during the hospitalization. The pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication stall due to shaft bearing.